Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was damaged. It was unknown if the device was dropped or not. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B5: updated. H6: health effect and evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the manometer gauge was misaligned, front panel was bent, small control knob/cap was cracked and the battery holder was broken. The customer reported complaint was confirmed as the broken battery holder was found during the visual inspection. The cause was found to be that the device was mishandled by the user. The battery holder was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
Additional information was received 13-may-2024: the device was not attached to a patient and fell from the countertop. There was unknown patient involvement and no patient harm/adverse event reported. There was no delay in therapy.